Event description:
The manufacturer received information alleging cell undervoltage error code was observed on the device's error log for a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices internal battery was depleted for this device. In conclusion, the internal battery required charging to address the issue. Additionally, during the service of the device, the detachable battery required charging for another error code that was observed on the device's error log. This was unrelated to the reportable issue. The device passed all final testing.